Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cardioplegia pump was operating intermittently. As a result, an alternate device was employed, which did delay the procedure by approximately five minutes. The surgical procedure was completed successfully and there was no reported blood loss, nor adverse consequences to the patient as a result of this event. Per clinical review on (B)(6) 2014: this incident involved the roller pump that wa being used for cardioplegia delivery. There were no issues with set-up and priming of the cardioplegia circuit and this included no issues with setting occlusion of the roller pump. Within a few minutes of the initiation of cardiopulmonary bypass (cpb), the cardiovascular (cv) surgeon applied an aortic cross-clamp. Per routine protocol, immediately after the clamp is applied, the cardioplegia pump is started and cardioplegia delivery is initiated. In this case, shortly after cardioplegia delivery had started with the roller pump, the pump stopped rotating. According to the ccp, there were no messages displayed on the pump. According to the ccp, the pump remained in the forward mode, and the rollers just stopped moving. The ccp informed the cv surgeon of the issue and told the surgeon that the cardioplegia kit would need to be moved over to another (unused pump) pump on the base. The ccp stated the surgeon elected to remove the aortic clamp, during change out, so the heart could be perfused during this delay. The cardioplegia set was moved over to another roller pump on the base and the occlusion of the pump was set. The cv surgeon elected to re-apply the aortic cross-clamp, and cardioplegia delivery again started. There were no further issues with cardioplegia delivery for the remainder of the procedure. According to the ccp, this delayed cardioplegia delivery by 5 minutes and as a result delayed the surgical procedure by the 5 minutes.